Event description:
The customer called for assistance setting the time and date on the insulin pump because it had unexpectedly prompted her to set them. During the phone call,the customer sounded somewhat incoherent. Her blood glucose reading was 20.5 mmol/l. The customer was instructed to treat her blood glucose reading per her doctor's instructions which she did by taking 3.0 units of insulin. The customer then advised that she had taken long acting insulin earlier that morning. The customer became confused and complained of dizziness and feeling faint. Paramedics were called to assist the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.